Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter had a power issue (unit powers off during use). The complaint was classified based on the customer care advocate's (cca) documentation. The patient indicated that the reported issue began on the previous month at 12 am. During that time, the patient reportedly noticed that the subject meter was powering off during use. The cca noted that the patient never replaced the batteries per the owner's manual (use-error). As a result of the reported issue, the patient reportedly took usual dose of oral diabetic medication, metformin 500mg once daily. Approximately, 2 weeks after the reported issue, the patient reportedly experienced symptoms of "frequent urination." It is not known whether the patient obtained any blood glucose readings while experiencing the symptoms. The patient did not receive any medical attention. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hyperglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.